Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5eh-med main drawer 6, pocket c1 displayed a read, write, or invalid cubie memory error. The cubie would not eject despite several attempts. After multiple attempts, the cubie eventually ejected and the full-height cubie was replaced. However, the replacement failed again a few minutes later. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the read, write, or invalid cubie memory error on main drawer 6 pocket c1. A field service engineer (fse) identified that main drawer 6, c row, was experiencing failures with inserted cubies. A spill of methadone was found inside the drawer. The c row cubie tray was replaced, the drawer was cleaned, and a picture of the row board was taken to document contamination. Additionally, fse found keyboard cover letters worn. Replaced the keyboard cover and resolved. The system functioned as intended after the field service engineer repaired the device.